Event description:
The manufacturer received information alleging a ventilator's display screen was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed.

Manufacturer narrative:
The device was returned unrepaired per the customer's request.